Manufacturer narrative:
The device was not returned. With review of the available information there is no evidence to indicate any device malfunction or performance issues that would impact the reported event. Medical intervention - the user placed two sutures to repair the damaged tissue. The most probable root cause for the adverse event noted can be associated with user error. Possible clinical factors that might have contributed to this event include the patient's pre-existing dental care history. No further injury or additional medical intervention was reported as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that after a dental implant procedure with the neocis guidance system (ngs) the user noted that the pilot drill for the most central sleeve of the chairside patient splint (cps) caused damage to the surrounding mucosa. The surgeon repaired the damaged tissue with two sutures. No further injury or additional medical intervention was reported as a result of this event.